Event description:
Procedure type: laparoscopic nephrectomy. Reportedly, the pinch valve insert became detached from the port housing and was found and retrieved by the surgeon from the patient's renal cavity. No additional incision was performed and the surgery was not extended. No patient injury was reported.